Event description:
The hcp reported that the pt is experiencing an inability to ambulate well post pump replacement. The pt is receiving lioresal 2000 mcg/ml at a dose of 160 mcg/day. The hcp would like to reduce the concentration and lower the dose further. The hcp did not believe that any change was made to the catheter system at surgery, but was unsure if a priming bolus had been programmed. A follow-up report will be sent if add'l info becomes available to us.